Event description:
Baxter japan reported some "pinholes" on the tubing of the transfer set. This was noted during use with no patient injury or medical intervention reported by the global complaint coordinator.